Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field service representative replaced valves, the sipper nozzle, and the vacuum nozzle. He cleaned the flow path and the green rack. He performed successful air purges, primes, checks, and tests. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 146 mmol/l. The repeated result was 139 mmol/l. The repeated result was believed to be correct. The sample was repeated because qc had failed.